Event description:
The patient underwent the ivc filter placement about 1.5 years ago (approximate implantation date: (B)(6) 2022). The attending physician this time observed under computed tomography at the patient's 1.5-year follow-up visit that the inferior vena cava was perforated. To be more specific, the physician observed the perforation by and deviation of 6 legs of the filter. Damages to the aorta were also deeply concerned. The physician removed the filter surgically. The removed filter was disposed of by the medical institution. Patient's condition after the operation: favorable. This information was obtained through a poster presentation at the japanese society for vascular surgery.